Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occured. The location of the lesion being treated is unknown. The physician was attempting to place an unknown size taxus liberte stent, but was unable to cross the lesion. Upon withdrawal, stent damage at the proximal end was discovered. No patient complications were reported.